Event description:
The customer reported to baxter corporate product surveillance one interlink i.v. Catheter extension set in which leaking during hydration infusion was detected between the female connection of the interlink set and a microclave luer injection site. The customer replaced the microclave luer activated device three times, but leaking recurred. The customer removed the microclave and extension set and used a "hub to hub" connection for the remainder of infusions by inserting the end of the unspecified primary IV tubing directly into the peripherally inserted IV catheter. The event occurred in the adult oncology day hospital. There is patient involvement; however, there is no report of patient injury or adverse event associated with this report. No further information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. During visual and functional testing, the device met specification. Pressure testing as well as a luer gauge test was also performed and the device met specification. The device passed all testing and met specification; however, the device did leak when tested with the non-baxter device returned by the customer. The customer clarified that the reported event did not involve a "hub-to-hub" method.

Manufacturer narrative:
(B)(4). A batch review cannot be completed as the lot number was not provided by the customer. A sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). After further testing, the female luer was found to not meet specification for the inside diameter. Therefore, the report of a leak was confirmed. A CAPA has been opened in order to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information becomes available, a follow up report will be filed.